Manufacturer narrative:
During a diagnostic angiography, there was resistance during advancement of the 4f tempo catheter, and during withdrawal from the vessel the tip (4cm) broke (separated). The tip was removed from the patient's body using a snare. There was severe vessel tortuosity and 50% stenosis. There is no information regarding vessel calcification or angulation. There were no anomalies noted on the device when removed from the package. There were no anomalies noticed during prep. The device was not hung up on anything at the time it separated. It is not known if excessive torque was utilized, if resistance was encountered during withdrawal, or whether the device had kinked at the area of separation. The patient did not develop symptoms when the event occurred and is doing well. Procedural images are not available for review. One non sterile 4fr diagnostic catheter was received coiled inside a plastic bag. The catheter was received broken in two pieces. No anomalies were found at the fusion point since the broken point is located before the fusion section, at 8cm from distal end. The broken point looks elongated; it appears that the catheter was pulled with excessive force before it got broken. No other anomalies were found. The od and ID of the body were measured near to the broken point and were found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported catheter separation was confirmed with analysis of the returned device. Based on the reported information and analysis of the returned device it appears that procedural factors and excessive pull force contributed to the separation. There is no indication that the event is related to the manufacturing process; therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product is available for evaluation, but has not been returned yet. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15242435 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15242435. The body tip hub subassembly lot 15212913 was reviewed. It was observed during review that no nonconformance was generated and no other incidents were noted that could be potentially related to the complaint reported. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. The tip process was reviewed and no anomalies were found. The fusing machine parameters and pull test results were reviewed and no anomalies were found. Additional information will be submitted within 30 days from receipt.

Event description:
The information received indicated that during a diagnostic angiography, the tip (4cm) broke during the removal of the catheter by the radiologist. The tip was removed from the patient's body using a snare. There was severe vessel tortuosity and 50% stenosis. There were no anomalies noted on the device when removed from the package. There were no anomalies noticed during prep. The patient did not develop symptoms when the event occurred and is doing well. Resistance was met while advancing the device. The device separated when it was withdrawn from the vessel. The device was not hung up on something at the time it separated. Resistance was met while advancing the device over the guidewire.